Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: failure to cross with a graftmaster is an issue known to require a second device or additional procedure. Device issue: failure to cross. It was reported that a 3.5 x 19 graftmaster was attempted to be used; however, the stent would not cross the lad. Another 3.0 x 12 graftmaster was attempted; however, the stent would not cross the lesion and came off the balloon. The pt was sent to surgery. No additional event or pt info is available.

Manufacturer narrative:
The other graftmaster stent is being filed under another MFR number.